Event description:
A healthcare professional reported gantry descended down on to the patient on its own, without moving the joystick and system was frozen during surgery before laser fired. Surgeon was able to get the patient out from under the system by moving the objective up. Surgeon moved the gantry away from the patient and the laser operator turned the laser off to reboot. Gantry stopped in just the right spot over the patient and it wasn't high enough to clear the speculum and started pressing the speculum into the patient, causing pain. The patient was thoroughly checked by the surgeon and no harm was found to the globe.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).